Event description:
It was reported that the device had a system fault. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device was used and was not in its original packaging. It was decontaminated, and the syringe port was cracked. Functional testing and visual tests were conducted with the returned device. The customer problem was duplicated. The root cause of the problem was found to be error code 112 due to an intermittent motor. The service history review identified no indication that the complaint was related to a service of the device within the review period. As a result, the front and rear housing, housing seal, syringe, battery cap, keypad, rear label and motor were replaced. The device then passed all functional tests after the repair.